Event description:
A customer reported that during a vitrectomy procedure, the automatic valve did not open at the time of fluid/air switch. Another cassette was taken, however this valve also did not open. The procedure was able to be completed with a third cassette following a delay of one hour. There was no harm to the patient.

Manufacturer narrative:
The sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).